Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure the staple fired an incomplete staple line. As the endocutter had put staples on the specimen side only, the surgeon had to suture bronchus manually. The device was fired with a new reload on the lung and the same problem occured.